Event description:
New information reported that the lead was successfully capped and replaced on (B)(6) 2016 due to noise.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the right ventricular lead. No patient symptoms were reported. All other electrical values were normal. No changes were made and the patient would continue to be monitored.